Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Information not available. Unique identifier: (B)(4).

Event description:
The hospital reported an error resulting in the loss of mechanical ventilation. There was no report of patient injury.